Event description:
It was reported that this pacemaker exhibited noise and oversensing on both the right atrial (ra) lead and right ventricular (rv) lead, which resulted in 3 seconds of pacing inhibition. This pacemaker also declared two false positive signal artifact monitor (sam) events due to atrial fibrillation, which disabled the minute ventilation (mv) sensor. Isometrics and pocket manipulations were performed and the impedances remained stable. Subsequently, the physician elected to not replace the rv lead as the patient has significant lymphedema on the left side and decided to reprogram the rv lead to the maximum sensing sensitivity. This pacemaker was explanted and replaced as the patient's therapy was upgraded to a cardiac resynchronization therapy pacemaker (crt-p). No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported noise, oversensing, and pacing inhibition. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
It was reported that this pacemaker exhibited noise and oversensing on both the right atrial (ra) lead and right ventricular (rv) lead, which resulted in 3 seconds of pacing inhibition. This pacemaker also declared two false positive signal artifact monitor (sam) events due to atrial fibrillation, which disabled the minute ventilation (mv) sensor. Isometrics and pocket manipulations were performed and the impedances remained stable. Subsequently, the physician elected to not replace the rv lead as the patient has significant lymphedema on the left side and decided to reprogram the rv lead to the maximum sensing sensitivity. This pacemaker was explanted and replaced as the patient's therapy was upgraded to a cardiac resynchronization therapy pacemaker (crt-p). No adverse patient effects were reported.